Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Customer¿s blood glucose level was 260 mg/dl. Customer stated that the size of the air bubble were sometimes large and at times very small. Troubleshooting was performed. The device will not be returned for analysis.